Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 218503485 was returned and analyzed. Visual inspection of the mapping catheter showed the device was intact. A mechanical steering test was performed and it functioned normally. In conclusion, the reported shaft kink was not confirmed through testing. The mapping catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, electrical artifacts occurred from the mapping catheter. It was noted the mapping catheter may have been kinked at the proximal end. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.